Manufacturer narrative:
The manufacturer previously reported a ventilator failed to ventilate. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. A preliminary evaluation was performed. The device's machine flow sensor and blower were found to be contaminated with dust. The evaluation was completed by a third-party service center. The customer's complaint was reproduced. The issue was caused by the machine flow sensor and blower being contaminated with dust and were replaced to address the issue. Preventive maintenance was performed. The device's muffler assembly, air inlet foam filter and particulate filter were replaced preventatively. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging a ventilator failed to ventilate. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. A preliminary evaluation was performed. The device's machine flow sensor and blower were found to be contaminated with dust. The evaluation has not yet been completed. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.